Manufacturer narrative:
No further evaluation was performed at this time and the system will be monitored via routine follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited an out of range pacing impedance measurement. Additionally, it was noted that noise was present on the ra lead and undersensing was found in stored atrial tachy response (atr) episodes. Technical services discussed either performing a remote interrogation or bringing the patient in for further evaluation. No adverse patient effects were reported.